Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'failed downstream occlusion test' was not reproduced. A review of the event history log (ehl) revealed 'downstream occlusion' messages. The reported condition was verified. The cause of the condition was determined to be the tubing guide was out range. The tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.